Event description:
Beginning in december, many of the cue tests returned "invalid" results requiring us to replace entire boxes of tests and delay testing and acquire other tests to confirm covid infection.